Event description:
Initial result for a patient sodium was 129 mmol/l. When repeated, the result was 135 mmol/l. No adverse events were reported in association with the incorrect result. The field service representative was unable to determine a cause for the discrepant results.